Event description:
New information received notes that following a left ventricular assist device (lvad) implant, high rv capture threshold was observed. The rv lead dislodged during the procedure. The device was reprogrammed. The following day, the rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a check, intermittent loss of capture and an increased threshold in the rv were observed. The patient had a history of intermittent rv non-capture. The lead impedance was stable suggesting this was due to a physiological reason rather than a lead problem. The patient will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.